Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited low pacing impedance. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.